Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient stated the stimulator "beeped up a couple of times" today patient stated they saw a picture of a doctor with a phone and they are not feeling stimulation. Patient stated they do not recall a code on the screen. Patient tried to connect with the patient programmer but they are getting the poor communication screen. Patient is not able to put the recharger equipment on because they are driving. Agent suggested that patient call back to try to connect to charge the ins. No symptoms were reported. Patient called back and provided a reference number related to this case. Patient stated last time they called, they were told their device might need to be reset over wifi. Patient stated that their recharger keeps coming up with an error, and they're having problems with their legs and back. Patient stated they're not sure if it affiliates to their back, the settings, or the stimulator itself. Patient used their recharger to connect to the implant and saw the eri message. Agent reviewed message meaning. Patient saw stimulation was off. Patient commented that even if they turn it on, it doesn't impact the feeling in their legs. Patient stated they rely on this stimulator 24/7 as it reduces their pain by 50% typically, and they were on heavy medication before the stimulator. Agent had patient turn stimulation on. Agent reviewed the equipment was functioning as intended and advised patient to follow up with their healthcare provider to review replacement process and discuss symptoms.